Event description:
It was reported that, this pacemaker oversensed a premature ventricular contraction (pvc) in the ventricular blanking zone, post atrial pacing, triggering overpacing at the end on av delay. The technical services (ts) proposed two reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.